Event description:
It was reported that patient presented in clinic. It was noted that right ventricle leadless pacemaker (rvlp) exhibited high capture threshold. It was also noted that patient had an unspecified infection at implant site. The rvlp was explanted as a result. There were no patient consequences.

Manufacturer narrative:
Reported event of failure to capture was unconfirmed. Visual inspection noted the helix was compressed out of specification. The helix compression is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis, including output verification, found no anomaly contributing to reported event of capture problem. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
New information noted that loss of capture was noted. Sepsis was also noted but the physician does not allege that the system or procedure caused/contributed to the infection.